Event description:
It was reported that the programmer had no telemetry. The programmer head was changed out but the situation did not resolve. Follow up determined that another programmer was able to complete the interrogation of the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Both wireless and non-wireless telemetry work as required with no issues.